Event description:
It was reported when using the bd maxplus positive pressure connector the device was occluded and cracked. The occlusion event occurred 8 times. The cracked device event occurred 2 times. The following information was provided by the initial reporter and translated to english. The customer stated: "during the use there were 8 needle-free connectors that did not walk liquid after connecting the infusion set. Also, the shell of the two connectors was cracked when the package was opened."

Manufacturer narrative:
Investigation summary: one mp1000 (B)(4) product was received for investigation without packaging, however the customer indicated that the complaint sample was from lot 20105778. No connecting products were received to assist the investigation in this instance. The mp1000 (B)(4) product was subjected to functional testing by connecting a 50ml bd plastipak syringe from stock and flushing with fluid; no occlusions or flow restrictions were observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20105778 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the exact root cause of the customer's experience in this instance. There were no issues identified during testing of the returned product and it was not possible to identify any manufacturing defects that could have caused or contributed to the customer¿s experience. Previous investigations have identified that certain designs of male luer can cause flow restriction or occlusion as they can grip onto the piston of the maxplus preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. However, in this instance the connecting product in clinical use at the time of the incident was not available for investigation, it was not possible to confirm if this may have contributed to the customer's experience.